Manufacturer narrative:
(B)(4) - recrimped stent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the otw omnilink elite stent delivery system was returned without the stent as the stent was implanted; thus, the reported loose stent was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the otw omnilink elite instructions for use (IFU), states: carefully inspect the omnilink elite peripheral stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Additionally, the IFU states: do not roll the mounted stent with your fingers as this action may loosen the stent from the delivery balloon. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a lesion in the lower extremity. During insertion of the 7.0x39mm omnilink elite 35 peripheral stent system into the sheath, it was noted that the stent was not tightly crimped on the balloon. The stent was manually crimped tight on the balloon and continued to be used. The stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.